Event description:
Patient was revised due to a subsided tibial tray. The surgeon showed no indication that the revision was due to an issue with the implant design. The report indicates there was no excessive wear. The implants were discarded and not returned.